Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 15, 2023 section h3: evaluated by manufacturer: yes device evaluation: the complaint handpiece(cartridge) was received. No iol was received. The customer provided the same photo from the source document previously provided. A supplemental MDR is required due to the returned handpiece. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The complaint cartridge was received with the cartridge and cartridge tip cracked. Further inspection of the cartridge revealed that there was viscoelastic residue distributed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. No iol was received as part of this return. The customer provided photo was evaluated and shows a cartridge that is damaged and split below the neck of the cartridge, with the lens damaged and protruding from the damage. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the suspect product was not returned. The customer provided photo was evaluation and shows a cartridge that is damaged and split below the neck of the cartridge, with the lens damaged and protruding from the damage. Due to no product being returned, no further product evaluation could be provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted, therefore not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) splayed open upon insertion in the patient's right eye. Doctor reported never seen this before. Doctor was able to withdraw the cartridge and partially inserted iol. Through follow-up the doctor confirmed that the iol did not deploy into the eye. A different lens of the same model was used without any issues. There were no other complications such as capsule tear, vitrectomy, incision enlargement or sutures. No further information was provided.